Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to verify the failed battery test, battery out limit alarm, or perform the displacement test due to the blank display. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in via phone to receive assistance for the failed battery and battery out limit alarms. She reported that after receiving her replacement battery cap, numerous batteries would not work in her insulin pump and she kept receiving a failed battery test alarm. The customer's blood glucose reading was 253 mg/dl. The customer gave herself a manual injection to regulate her blood glucose levels. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.